Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, when the customer opened the medium-large clip applier instrument jaw after clipping, the clip cartridge got caught on the end and the operator felt discomfort. After removing the instrument from the arm, the customer found the instrument jaw tip was wide open. There was no report of fragment falling inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer confirmed that the clip was initially loaded onto the clip applier instrument successfully and they could apply the clip onto the tissue. The issue occurred when the customer opened the instrument jaws after applying the hem-o-lock medium-large clip. The clip got caught on the end of the instrument jaws, so the customer turned the wrist and removed the instrument. No intra-operative or post-operative complications observed. The vessel or tissue bundle was less than 10 mm. The instrument had been used twice during the case; however, the customer felt discomfort from the first use. The customer stated that no fragment fell inside of the patient. There was no patient injury/harm reported.